Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h6, and h10. There was no patient involvement in this event. No initial reporter occupation details were provided.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. The device has not been repaired in the past year. The customer reported they were using their own air compressor that had oil to dry the channel. The air compressor had oil which penetrated the lumens of the device while it was hanging in the storage cabinet. Device inspection result is unavailable because no device has returned to olympus.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the customer was using their own air compressor that had oil which penetrated the lumens of the scope while it was hanging in the storage cabinet. There is no reported harm to any patient.